Manufacturer narrative:
Xenon light source (00mlx) was returned for evaluation. The device history record (DHR) was not reviewed as the reported complaint of the unit blowing fuses is being addressed by an internal quality plan and is not related to a manufacturing non-conformance. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. At present, we consider this complaint to be closed. Trends will be monitored for this and similar issues.

Event description:
A facility reported that when the xenon light source (00mlx) was switched on, the lamp was not turning on because it was burnt. The facility has not reported if there was patient involvement, injury or surgical delay related to this event.